Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: no patient involvement. A2: not applicable. A3: not applicable. A4: not applicable. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the distributor inspected their inventory and found that the green caps of the device package were cracked. No patient involvement.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 111. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned device identified the implant packaging as reported. The outer and inner vials were present. The outer vial tamper seal was observed sealed, and the cap was cracked at the top. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1261143. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261143 for similar events and one (1) other complaint was identified. A definitive root cause could not be determined and this issue is still being investigated. Therefore, based on the available information, reported packaging malfunction did occur. Additionally, the reported event was confirmed.